Manufacturer narrative:
Additional information was received on 10/2/2019, patient had a surgical procedure on (B)(6) 2019 to remove lymph nodes that were containing silicone underneath left armpit. Therefore, patient code '3191' was added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on november 6, 2023 indicated that the patient scheduled for removal on (B)(6) 2023. Reason for device explant and/or reoperation: granuloma, skin reaction, surgical intervention, symptomatic rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on december 08 , 2023: according to the information received, the patient presented itchiness in the left breast around the nipple area and a small amount of silicone adjacent to the implant. In addition, experienced a rupture in the gel siltex mod-rnd 500cc breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to be ruptured. In addition, siltex cracking was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Note: mentor received two rupture devices with no lot numbers, mentor investigated both devices in order to be through and conservatives of all possible issues might have happened to the patient. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on (B)(6) 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to be ruptured. In addition, siltex cracking was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on december 19, 2023 indicated that the patient underwent bilateral replacements with r/cat: 3507275mc, sn: (B)(6), l/cat: 3502251bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Updated device evaluation completed on january 17, 2024. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 500cc breast implant was found to be ruptured. In addition, siltex cracking was observed at the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 500cc mentor siltex round moderate profile memorygel breast implant, catalog: 3545007, lot: 234461. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with a 500cc mentor siltex round moderate profile memorygel breast implant on (B)(6) 2002 experienced extracapsular rupture of the left implant with left axilla lymph nodes containing silicone. This was found during a mammogram on (B)(6) 2015, and (B)(6) 2018. The patient had an MRI on (B)(6) 2018 that confirmed the rupture. The patient also has lymph node pain and itchiness in left breast around the nipple area. The patient will have lymph nodes removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.